Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this product code 228151, lot l281945 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Additional information received from affiliate on 02november2018: it was noted the implant did not bend or break into multiple pieces. It was noted the patient¿s bone quality was good, but she had a very small knee joint which is what the surgeon attributed to the failure. The surgeon was not off axis. The same bone hole was used to complete the procedure. There was no needle angle. The procedure was noted to be a medial meniscus repair. The surgeon had fully depressed the trigger until the click; the tip of the needle was still in scope view. A competitor¿s device was used to complete the procedure. The surgeon did not use a probe. The surgeon detached the implants by pulling them out using an instrument; it is unknown which instrument was used.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure, it was observed that the truespan meniscal repair peek 12 degree (lot: l281945) deployed the first implant, but did not deploy the second implant. The first implant was removed from the patient with no debris. The second truespan meniscal repair peek 12 degree (lot: l828493) could not be penetrated to the depth stop and the surgeon had difficulty using the product, but there was no complaint against the product. The sales rep stated that the meniscus was tight because it was a smaller patient. The case was completed with a smith and nephew with no patient harm or delays. The devices were discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.